Event description:
It was reported that collar separation occurred. A 6f guidezilla ii was used was advanced for dilatation. However, when the physician inflated the balloon within the vessel and pulled the balloon back, the physician thought that the winged balloon interacted with the collar but it was noted that the collar has been partially detached at the collar. The procedure was completed by using another of the same device. There were no patient complications reported and the patient was fine.

Event description:
It was reported that collar separation occurred. A 6f guidezilla ii was used was advanced for dilatation. However, when the physician inflated the balloon within the vessel and pulled the balloon back, the physician thought that the winged balloon interacted with the collar but it was noted that the collar has been partially detached at the collar. The procedure was completed by using another of the same device. There were no patient complications reported and the patient was fine.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of the guidezilla ii guide extension catheter. The shaft, collar, and tip were microscopically and visually examined. Inspection of the device revealed that the shaft was detached at the collar. The hypotube was kinked just proximal of the collar and the collar was twisted/damaged. The damage to the collar indicates that the device was rotated with force during handling of the device. The shaft was flattened 1.5cm from just distal of the separation and 1.5cm to 8cm distal of the separation. The tip was kinked. Inspection of the remainder of the device presented no other damage or irregularities.